Event description:
It was reported to nuvectra that the patient experienced pain, numbness, and loss off feelings in the legs due to the hematoma applying pressure to the spinal cord. Subsequently, the stimulator and lead were explanted and the patient is doing well.